Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: 13 kho collarless corail stem, ceramic head and lipped pinnacle liner revision. The revision was for the stem due to severe subsidence loosening of the femoral stem. The patient thinks it is related to an acc strained back injury. The patient had equal leg lengths but restriction of hip movement. There was pain when standing on his left leg alone. Issue was thigh pain from lateral hip to mid thigh. The stem appeared to be right up against the lateral side of the cortices in the femoral canal on the x-ray. There were also lines on the medial side of the canal. The liner was only revised due to it having been there 9 years the surgeon decided they may as well revise it while they were already operating on the patient. There were no issues reported with the liner. The product was not returned to j&j medtech orthopaedics, however photos were provided for review. The photo investigation revealed minor signs of organic material, likely indicating poor bone ingrowth adhered to the fixation surface, with this condition it is reasonable to confirm loosening at the corail2 non col ho size 13. However with evidence provided, the reported implant migration cannot be confirmed as chronological x-rays were not provided to verify. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the corail2 non col ho size 13 would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision of the 13 kho collarless corail stem, ceramic head and lipped pinnacle liner on an unknown date. The revision was for the stem due to severe subsidence loosening of the femoral stem. The patient thinks it is related to an acc strained back injury. The patient had equal leg lengths but restriction of hip movement. There was pain when standing on his left leg alone. Issue was thigh pain from lateral hip to mid thigh. The stem appeared to be right up against the lateral side of the cortices in the femoral canal on the x-ray. There were also lines on the medial side of the canal. The liner was only revised due to it having been there 9 years. The surgeon decided they may as well revise it while they were already operating on the patient. There were no issues reported with the liner. The stem appeared to have no bony ingrowth. A corail cemented stem was implanted with a ceramic head and pinnacle polyethylene liner (54mm+4 10d).